Event description:
Plaintiff alleges contracting an infection, which caused permanent injury to them in 2000, while paintiff was a pt at hospital. Plaintiff further alleges that a nonsterile procedure kit, solution, and other wound care materials were used on them and that they were nonsterile, contaminated, defective, and not reasonably safe.